Event description:
Information was received from a healthcare professional regarding patient receiving hydromorphone 7mg/ml for a total dose of 2.1055mg/day and bupivacaine 14mg/ml for a total dose of 4.211mg/day via an implantable pump for spinal pain. It was reported a volume discrepancy was alleged where the actual residual volume (arv) was less than expected residual volume (erv). Arv was 3ml and erv was 6.1ml. It was noted there has not been any issues in the past with this pump. It was reported the reservoir was accessed and programming was checked. A pocket fill was ruled out. It was noted that the volumes were close to within specification. It was reviewed consideration to fill the pump and bring it back to check for further volume discrepancies. The healthcare professional (hcp) was redirected to the managing hcp to review considerations. No symptoms reported. Event date was (B)(6) 2017. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp). It was reported that the cause of the volume discrepancy was not determined. The patient would be under observation. The hcp reviewed norms for volume differences and prescribed the patient to narcan. The volume discrepancy was reported to be resolved. The patient weighed (B)(6) at the time of the event. No further complications were anticipated/reported.